Event description:
The facility received an order for ted hose knee high. However, the order should have been for ted hose thigh high. Investigation results: after review of the above issues, the following was determined: type of medication error, incorrect product was the medication administered to the resident? No area where error occurred, data entry and initial review medication(s)/product(s) involved, ted hose knee high vs thigh high order error potential, low root cause, the correct product was clearly written. In accordance with policy and procedure, the data entry technician should have entered the correct dosage on the order. In accordance with the policy and procedure, the pharmacist should have verified the correct dosage and deviated from the established policy and procedure by approving the order as correct. The data entry technician and pharmacist were not in present time with the script. (B)(6), access number: (B)(4).